Event description:
On (B)(6) 2010, the pt underwent a joplin bunionectomy using two magnum2 knotless implants. At the pt's three-week post-op visit, the physician took a routine x-ray. The x-ray showed that the wings had broken off of both anchors and that the anchors were protruding two millimeters from the cortical surface of the metatarsal. The surgeon is not planning to do a revision surgery at this time.

Manufacturer narrative:
The device is not available for investigation. The lot history record was reviewed and the lot met all device specifications. No conclusion can be made. (B)(4); 1 of 2; reference MDR number 2032380-2010-00021.